Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient stated he had disconnected and didn't press stop. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during drain 5 of 7. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The hp stated he had disconnected and didn't press stop. The tsr further reviewed proper procedure with the hp. There was no patient injury or medical intervention.